Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer cleared the alarm and resumed insulin therapy following a system check by tandem technical support. Customers blood glucose (bg) was 517 mg/dl. Reportedly, the customer administered a manual injection to address bg level.